Event description:
Customer called to report a malfunction in the insulin pump. The buttons are not working and the numbers are ramping. Customer went to the hospital. Customer is using manual injections. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No display ramping on its own noted. Unit passed the displacement, prime, basic occlusion, occlusion, excessive no delivery alarm and motor tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.